Event description:
It was reported that the screen of a pump was cracked or shattered, resulting in a malfunction where the screen remained black. There was no adverse impact reported on the customer's blood glucose level. The device was planned for return, and a replacement pump was scheduled to be provided.